Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and checked the healthsight viewer (hsv), there were over 31 devices that were on critical override the last 28 days which was done manually by customer. Further the customer confirmed that it was a server issue that was not communicated to beacon system leaders and was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices on critical override and currently undergo downtime with server upgrade the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.